Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the right ventricular (rv) lead exhibited high thresholds. It was further reported that x-ray confirmed dislodgement on the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.